Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient complained of pain and had elevated ion levels in blood test. Decision was made to revise metal acetabular liner and metal articuleeze head. Doi: unknown; dor: 2018; unknown hip.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). No code available (3191) used to capture device revision or replacement

Event description:
Revision notes stated that there was a moderate amount of fibrotic bursal tissue and some slight attenuation of the gluteus medius tendon, but was not severe. There was a thick capsule anteriorly which was partially excised. There was some slight grayish discoloration of the joint capsule and a moderate effusion with synovitis. Partial synovectomy was performed. The femoral head was disengaged from the trunnion. There was some black corrosion material present. There was a little bit of fibrinous material over the screw heads, this was removed and the screws were removed. Patient had non chronic inflammation